Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for spinal pain. It was reported during the procedure to implant a new implantable neurostimulator (ins) battery to the existing leads but after opening the physician realized they had cut the leads when they had explanted the previous ins. The physician then decided to change out the lead and replace with an MRI conditionally safe lead model. When the doctor dissected down to the old lead, it was missing part of the coating but they were able to remove all of it. No other diagnostics or troubleshooting were performed. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
Analysis of the lead found that conductor #0 was broken 7.3 cm from the distal end due to overstress/damage. The outer insulation on the lead leg for electrode #0 to #7 were broken at the distal end and there was degraded insulation consistent with metal ion oxidation. The outer insulation for the lead leg for electrodes #8 to #14 were broken at the distal end and there was degraded insulation consistent with metal ion oxidation. The outer insulation on both lead legs were broken inside the paddle and there was degraded insulation consistent with metal ion oxidation. A functional test showed circuit #0 was open, circuit #1 was 39.7 ohms, circuit #2 was 40.7 ohms, circuit #3 was 37.1 ohms, circuit #4 was 42.2 ohms, circuit #5 was 43.3 ohms, circuit #6 was 44.3 ohms, circuit #7 was 43.5 ohms, circuit #8 was 37.6 ohms, circuit #9 was 36.8 ohms, circuit #10 was 35.3 ohms, circuit #11 was 47.5 ohms, circuit #12 was 38.9 ohms, circuit #13 was 38.5 ohms, circuit #14 was 36.3 ohms, and circuit #15 was 37.6 ohms.

Manufacturer narrative:
Root cause was not determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.